Event description:
The site reported that following a laparoscopic tubal ligation procedure with bipolar forceps (MFR unk) they found a 2nd degree burn on the internal part of the thigh-groin area. The hospital reported that in their opinion, they do not consider the generator to have caused the incident. The pt was at the hospital for 24 hours. The treatment for the burn was application of an ointment for burns. They do not know at which moment during the surgery, the incident occurred.

Manufacturer narrative:
(B) (4). The eval of the generator made by the official covidien technical service company reported all the values are within specification.